Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Report date: 13aug2021. There was no patient involvement.

Event description:
The customer reported diagnostic error code "alarm light emitting diode (led)". The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. They also identified front and rear bezel have small cracks in the plastic. The remote service engineer (rse) recommended replacement of the front bezel which contains power switch overlay to address check vent ¿alarm led¿ code and the cracked plastic. Rse also recommended rear bezel replacement for the cracks. No other concerns for customer.